Manufacturer narrative:
E1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
Per the report received from brazil, edwards received notification of pascal procedure in mitral position. During the procedure, the guidewire perforated the left atrial wall, resulting in an initial hematoma in the left atrial wall. A fistula between a right branch of the pulmonary artery and the left atrium was identified. On pod 3 patient underwent surgery. During the transseptal puncture or following catheter manipulation, there was likely contact between the needle and the left atrial wall. Echocardiography confirmed that the guidewire was positioned within the left atrium and the superior pulmonary vein. A saline solution mixed with contrast was injected to confirm positioning. The system was then exchanged for balloon septal dilation, followed by exchange to the guide sheath, at which point a hematoma was observed on the left atrial wall, which impaired visualization. The echocardiographer again confirmed that the guide sheath was within the left atrium. Upon exposure of the implant, due to the absence of visualization of the implant tip, an additional image sweep was requested. The presence of the hematoma continued to compromise image acquisition and visualization, including in the 3d echocardiographic window. Despite the limited visualization and the guidance provided, the implant was exposed. After further image review, it was identified that the atrial wall had been crossed. The implant was cautiously retracted while monitoring for signs of hemodynamic instability. The patient remained stable throughout the entire process. Upon returning to the guide sheath, it was exposed and positioned in a closed configuration against the atrial wall. A fistula between a right branch of the pulmonary artery and the left atrium was identified. On pod3 patient underwent surgery. The fistula and the damage in the left atrium were solved. The valve was repaired. Patient is recovering. As per medical opinion, the main root cause of the event was guidewire perforation of the left atrial wall, resulting in an initial left atrial wall hematoma.